Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen requiring a password. The field service engineer (fse) performed initial troubleshooting with the customer to reboot the device, which temporarily allowed access past the all-in-one password screen; however, the password prompt reappeared upon login. The fse reviewed system logs and identified power-related errors, obtained a replacement all-in-one unit, and proceeded to the site. On arrival, it was noted that the area was under construction with reported power fluctuations, and inspection revealed that the backup battery was disconnected. The fse reconnected the battery, rebooted the station multiple times with the customer, and confirmed successful login and stable operation. The fse further inspected drawer connections and identified that the bottom drawers were intentionally disconnected, with no additional issues observed. The station was monitored through remote support service, and no further issues were reported. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on a black screen requiring a password. However, there were no delays or adverse events or injuries reported based on this event.